Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april 5,2018 with blood glucose of 502 mg/dl at the time of incident. The current blood glucose level was 563 mg/dl. The customer experienced symptoms such as sleepy. Troubleshooting was performed for high blood glucose and under delivery. The customer also stated that due to bent cannula¿s, customer was not able to get insulin. The customer treated with manual injections and pump use when cannula stays in. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.